Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with several episodes of non sustained ventricular tachycardia (nsvt). These episodes were caused by noise on the right ventricular lead. Impedance, sensing, and capture thresholds were all stable. The noise was not reproducible in clinic. Programming changes were suggested but the physician opted to monitor the lead instead. The patient was stable.